Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an internal insulation abrasion breaching rv cables lumen at 25.6 cm to 26.2 cm from the distal tip. Additionally, an internal insulation abrasion breaching re cables lumen was noted at 26.5 cm to 27.7 cm from the distal tip. One re cables etfe coating was abraded in one abrasion region.

Event description:
This report is to advise of an event observed during analysis.